Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 22-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and replaced the broken nozzle. The sampler z axis cable was chaffing, so fse replaced cable and eki board, adjusted eki trimmer, adjusted suction a/d vr1 and 2. Fse ran clog test, calculated new k1 value cap detect causing issues, raised cap detect to s126 and adjusted sampler z axis and y axis for cup and tube with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was broken nozzle.

Event description:
On (B)(6) 2016, a customer reported a cracked sample nozzle assembly being held together with tape on their aia-2000st analyzer. The customer is unable to run e2, lh ii, prog, fsh, bhcg and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, lh ii, prog, fsh, bhcg and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.